Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of supplied medical records suggests device loosening in vivo. A complaint database search finds no other related incidents reported against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the root cause of the device loosening based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised due to loosening of the tibial tray.

Manufacturer narrative:
Examination of the returned tibial tray did not find any anomalies that would confirm the reported loosening or evidence of product contribution to the reported event. The root cause is undetermined. The need for corrective action is not indicated.